Event description:
It was reported that the user experienced a low glucose event last recorded at 69 mg/dl after a meal announcement while using the ilet pump, with the pump in its initial learning phase and the user new to pump therapy. Troubleshooting and education were provided regarding pump adaptation to meal announcements and ongoing insulin dosing adjustments as the system learns. Investigation of this case revealed no device malfunction and no component failure, with the event attributed to cause unclear in the context of early system learning and user acclimation. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and resolution without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.